Manufacturer narrative:
Information references: the main component of the system and other applicable components are: product ID: neu_unknown_cath, lot# serial# unknown, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a device manufacturer representative (rep) regarding a patient who was receiving an unknown drug at an unknown dose and concentration via an implantable pump for an unknown indication for use. It was reported that the surgeon was not able to advance the catheter on (B)(6) 2016. They were using a paramedian oblique technique and on the first attempt the catheter tip coiled down when they tried to advance. On the second attempt, they could advance two vertebral bodies, but could not go further as the catheter coiled down again. There was no abnormal spinal anatomy was seen. They were going to try a third time. There were no symptoms reported. It was noted that there was no drug in the pump currently.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a device manufacturer representative (rep). The indication for use was noted to be intractable spasticity and multiple sclerosis. Actions and interventions taken to resolve the inability to advance the catheter included repositioning the needle and advancing the catheter. The angle of access was noted to be the cause of the inability to advance the catheter.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.